Event description:
It was reported that the patient experienced dizziness and presented to the emergency room. An interrogation of the device revealed that ventricular capture management (vcm) had not run for three days to perform an automatic threshold and there were no messages in the observations on vcm. The device was explanted and replaced. The ventricular lead showed intermittent loss of capture and varying threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the device was returned and analyzed. No anomalies were found. (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.